Event description:
Patient reported their ss meter/lab comparison was 15 mg/dl (ss) versus 183 mg/dl (lab), respectively. No symptoms were reported. On follow-up, pt stated that test strips pt was using have been opened for over a year. Pt used the clinic's test strips to check the meter and said it is working fine. Lfs representative reviewed qaulity control procedures and discussed meter/lab comparisons with pt. There was no allegation of harm.